Manufacturer narrative:
D10 concomitant product: egiaustnd, egiaustnd endogia ultra univ std stap, (lot #p3c0606). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, intra-operatively of a hemicolectomy, the reload was loaded to the handle successfully but during the check cycle of opening and closing jaw, the jaw would not open even after retracting with the black knob. The surgeon tried to fire the stapler outside of the patient but the device did not fire. There was an issue unloading the reload. The device was not used on the patient. Another handle and reload were used to complete the case. There was no patient injury.